Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to the patient while sitting. The patient presented to the hospital where it was found that the shock impedance was 18 ohms, which was low out of range. X-rays were performed which revealed that the electrode had wrapped around the generator in the pocket and that the system was damaged. The patient was admitted to the hospital, and a replacement procedure was successful. During extraction, it was noted that the sutures in the generator pocket were loose. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further analysis.